Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient experienced loss of therapy. Patient stated that "once in a great while, she still has accidents." She went to the gym a lot and she thought that had something to do with it. She also reported colon issues. She stated this has been happening off and on since implant on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.